Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 46mm diameter abdominal aortic aneurysm. It was reported that during follow up, the patient complained of leg pain and stenosis in the leg was observed in the terminal aorta. On (B)(6) 2017, an angiogram was performed. A balloon expandable stent device was implanted to treat the stenosis. The physician stated the cause of the event was anatomy related. The terminal was narrow (16x19 mm). No additional clinical sequelae were reported, and the patient will be monitored by their physician.